Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 tibia nail surgery, the nail holding screw could not removed from the nail handle when the surgeon tried to attach the nail to them. After that the surgeon used other instruments and progressed the surgery.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
During t2 tibia nail surgery, the nail holding screw could not removed from the nail handle when the surgeon tried to attach the nail to them. After that the surgeon used other instruments and progressed the surgery.